Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was presented for a device change-out due to normal eri. Externalized conductors were observed. The lead was capped and replaced on (B)(6) 2016. Patient condition was good.